Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed that the data from the date of the alleged event ((B)(4) 2011) had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported experiencing a blood glucose (bg) of 26 mg/dl per the meter remote the evening of (B)(6) 2011. She stated that she tested her bg on an alternate meter, and obtained a reading of 86 mg/dl. She reported that she treated with glucose tablets, and her bg resolved to 106 mg/dl. The patient reported that the following morning, her bg was 20 mg/dl per the meter remote. She stated that she again treated with glucose tablets, and has not had any bg issues since. The patient noted that she has been taking large amounts of neurontin and vicodin for back pain. The patient denied any signs or symptoms associated with the low bgs, but stated that medication and use of a heating pad may have masked any symptoms. A review of the pump history indicated that the patient delivered a bolus prior to each of the reported low bgs, but the patient stated that she does not recall why she bolused. There were no alarms related to the event in the pump history. Basal and bolus programming matched the total daily dose history for the dates reported. The prime history did not show any primes performed on the dates when the low bgs occurred. The patient stated that she changed the infusion site/set the morning of the call to customer support; the patient declined to review the set. The patient also declined to review the meter remote. The pump is not being returned at this time; the patient has continued on insulin pump therapy without further reported incident. This complaint is being reported because the patient allegedly experienced hypoglycemia while using the pump.